Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during transport to the ICU, the white cable was tugged when the bed stopped moving and the plug pulled out of the console just slightly. There was no interruption in flow, but there were spikes in the aorta placement signal. The nurse recognized this and pushed it back in and the waveform returned to normal aorta placement signal. There was no reported patient harm.